Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed button error. Customer stated she wears the insulin pump against her skin and it was exposed to sweat. Customer's husband attempted to dry it but it did not work. Blood glucose value is 160 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.